Event description:
A reporter called to submit a report about her adverse events from her breast implants performed in 2017. She said she has a bilateral mastectomy in 2017 and right after the surgery, a plastic surgeon performed a surgery to implant breast tissue expanders. She said at the time she was wearing a tight t-shirt and when she looked at the mirror, she realized her right breast was flatter than the left one. The breast tissue expander for the right breast collapsed. They found out at the hospital from the image they took that she had a malfunction implant put in. She said they should have checked the implant before they performed the surgery. Her insurance decided her implant should not be corrected at the same hospital. She then went to another hospital, and they had to perform the whole new operation all over again. She claims if that hospital did not have implanted the malfunctioned devices, she did not have to go through all these complications. She said she still must go through more surgeries to fix the complications from the first implants. Reference report #mw5115611, #mw5115612, #mw5115613.